Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending artery (lad). 10 to 12 low speed and high speed, antegrade and retrograde treatments were performed. There was no reflow observed post orbital atherectomy. Pre-dilatation was performed with a nc 3x12mm balloon at 12 atmospheres (atm). A xience xpedition 2.75x48 and xience sierra stents were placed mid to proximal lad. The lesion in the circumflex (cx) was crossed with sion blue, pre-dilated with nc 2.5x15 at 12 atm. A xience sierra 2.5x38mm was placed. Post dilatation was performed with a nc balloon 2.5x12mm and nc balloon 3x8mm. Balloon angioplasty was performed with a nc balloon 2.5x15mm at 12 atm in the obtuse marginal (om). The final result of treatment was good with timi 3 flow. The patient was stable and discharged from the hospital on (B)(6) 2025 with medications prescribed. On (B)(6) 2025, the patient had sudden chest pain and expired. Additional information was received indicating acute results post orbital atherectomy were fine and the patient was stable during discharge.

Manufacturer narrative:
Correction: d4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: the xience sierra was reported under 2024168-2025-06968-00. The xience sierra referenced in b5 is filed under a separate medwatch report number, see h10.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending artery (lad). 10 to 12 low speed and high speed, antegrade and retrograde treatments were performed. There was no reflow observed post orbital atherectomy. Pre-dilatation was performed with a nc 3x12mm balloon at 12 atmospheres (atm). A xience xpedition 2.75x48 and xience sierra stents were placed mid to proximal lad. The lesion in the circumflex (cx) was crossed with sion blue, pre-dilated with nc 2.5x15 at 12 atm. A xience sierra 2.5x38mm was placed. Post dilatation was performed with a nc balloon 2.5x12mm and nc balloon 3x8mm. Balloon angioplasty was performed with a nc balloon 2.5x15mm at 12 atm in the obtuse marginal (om). The final result of treatment was good with timi 3 flow. The patient was stable and discharged from the hospital on (B)(6) 2025 with medications prescribed. On (B)(6) 2025, the patient had sudden chest pain and expired. It was noted acute results post orbital atherectomy were fine and the patient was in stable condition.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending artery (lad). 10 to 12 low speed and high speed, antegrade and retrograde treatments were performed. There was no reflow observed post orbital atherectomy. Pre-dilatation was performed with a nc 3x12mm balloon at 12 atmospheres (atm). A xience xpedition 2.75x48 and xience sierra stents were placed mid to proximal lad. The lesion in the circumflex (cx) was crossed with sion blue, pre-dilated with nc 2.5x15 at 12 atm. A xience sierra 2.5x38mm was placed. Post dilatation was performed with a nc balloon 2.5x12mm and nc balloon 3x8mm. Balloon angioplasty was performed with a nc balloon 2.5x15mm at 12 atm in the obtuse marginal (om). The final result of treatment was good with timi 3 flow. The patient was stable and discharged from the hospital on (B)(6) 2025 with medications prescribed. On (B)(6) 2025, the patient had sudden chest pain and expired. Additional information was received indicating acute results post orbital atherectomy were fine and the patient was stable during discharge.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient obstruction/occlusion and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient obstruction/occlusion and unexpected medical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply) the xience sierra referenced in b5 is filed under a separate medwatch report number, see h10.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient obstruction/occlusion, unexpected medical intervention and death appears to be related to operational context. In this case it is possible that the reported patient obstruction/occlusion, unexpected medical intervention and death are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b2, h1, h6 (1802 added).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending artery (lad). 10 to 12 low speed and high speed, antegrade and retrograde treatments were performed. There was no reflow observed post orbital atherectomy. Pre-dilatation was performed with a nc 3x12mm balloon at 12 atmospheres (atm). A xience xpedition 2.75x48 and xience sierra stents were placed mid to proximal lad. The lesion in the circumflex (cx) was crossed with sion blue, pre-dilated with nc 2.5x15 at 12 atm. A xience sierra 2.5x38mm was placed. Post dilatation was performed with a nc balloon 2.5x12mm and nc balloon 3x8mm. Balloon angioplasty was performed with a nc balloon 2.5x15mm at 12 atm in the obtuse marginal (om). The final result of treatment was good with timi 3 flow. The patient was stable and discharged from the hospital on (B)(6) 2025 with medications prescribed. On (B)(6) 2025, the patient had sudden chest pain and expired. Additional information was received indicating acute results post orbital atherectomy were fine and the patient was stable during discharge.